Manufacturer narrative:
The customer's meter and test strips have been requested for investigations. A f/u report will be submitted if the products are received.

Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 1.3 mmol/l and 7.0 mmol/l within a 10 minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone. This difference in readings is considered clinically significant. There was no report of death, serious injury or mistreatment.